Event description:
Customer reported unexpected negative results for anti-k with capture-r ready screen 4 on the galileo.

Manufacturer narrative:
Retention product was tested and the presence of the kell antigen was confirmed. All reagent red blood cells tested exhibited the expected reactivity. Retention product performed as expected. The customer submitted the patient sample for evaluation. There was not enough sample returned to perform testing on the galileo instrument. The patient sample was tested with retention product by manual capture. Controls performed as expected and the customer's sample did not exhibit reactivity in cell 3. Due to the limited amount of sample returned, the investigation could not be completed. It appears that the unexpected reactivity may be sample related. No product deficiencies were identified. Product is performing as expected.